Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine device change out procedure. Upon interrogation, the atrial lead exhibited noise. It was noted that electrical measurements were normal and x-ray revealed no lead abnormalities. The lead was capped. The patient was stable.